Manufacturer narrative:
Evaluation summary: the investigation could not verify or identify any evidence of product contribution to the reported problem. These two reported instances are the first reported complaints against this part number in the zimmer system. A review of the print history of the device did not find any change in the specified target diameter of the k-wire since 1988. Review of the device history records did not find any deviations or anomalies. According to the receiving inspection reports, the diameter of the k-wires is checked at an aql level of .65. It is not suspected that the product failed to meet specifications. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the .9mm k-wire broke post-operatively. This is the first time the surgeon has experienced this.